Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll for investigation. The monitor and electrode belt were received in a biohazard condition and were removed from service. A review of download data does not indicate any device malfunction contributing to the event.

Event description:
A us distributor contacted zoll and reported that the patient was found deceased at his home on (B)(6) 2018. It was suspected that the patient passed away on (B)(6) 2018. Device download data revealed that the patient was treated once on (B)(6) 2018. At 17:12:00 the patient degraded from bradycardia to asystole. At 17:12:35 the lifevest delivered a treatment during asystole. Over-sensing of low amplitude cardiac input signal contributed to the false detection. The patient remained in asystole following the treatment. There is no indication that the lifevest treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. No deficiencies were alleged against the lifevest.